Event description:
Customer reports needle sticks out of the cap of the multiclix device after firing. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.